Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing syncopal episodes. Initial interrogation of the ipg was successfully performed. The patient was put on a holter monitor for 24 hours which showed no abnormal rhythms. The patient was subsequently hospitalized and placed on a monitor which then displayed no ipg output. The patient's intrinsic rate was 42bpm. Communication with the ipg could not be established and an invasive procedure was performed to explant the device. The leads were found to be functioning appropriately and a new ipg was implanted successfully.